Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. The service technician connected the ventilator to a known good ac adapter and powered on the ventilator. The ventilator went into reset condition. Visual inspection revealed the main flex was damaged. (B)(4) replaced the main flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the customer turned on the ventilator and the lights came on and it was alarming continuously. While in service the ventilator went into reset cycle. This reportable issue was discovered while in service, therefore there was no patient involvement.